Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the tubing was clamped and the cassette removed. The cassette was tapped on hard surface and reattached, but the alarm returned. Troubleshooting was repeated but the alarm persisted. Patient was redirected to the clinic. Rate 1.4, reservoir volume 5.8, given 59.25. This event occurred at the hospital. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.